Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported reusing insulin. There was no reported adverse impact. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer for troubleshooting, but no response was received.